Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from the consumer. This case concerns a patient (demographics unknown) who was not able to walk for 1 week and developed left knee swollen, severe pain and 160 cc liquid was drained after treatment with synvisc. No other medical history, past drugs, concurrent condition or concomitant medication was reported. On (B)(6) 2014, the patient received treatment with first synvisc injection (dose, frequency, route of administration, dosage regimen, lot/batch number and expiration date unknown) into left knee for an unknown indication. On (B)(6) 2014, the patient received second shot of synvisc. On (B)(6) 2014, the patient developed swollen left knee and severe left knee pain. The patient was not able to walk for 1 week. On (B)(6) 2014, the patient went to emergency department where 160 cc liquid was drained from left knee and sent to laboratory. It was reported that the patient was unable to walk, was using cane and was mostly staying at home. At the time of reporting, the patient was still in pain. Outcome: unknown for was not able to walk for 1 week, left knee swollen and 160 cc liquid was drained. Not recovered/not resolved: severe pain. Seriousness: intervention required for left knee swollen, severe pain and 160 cc liquid was drained. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.